Event description:
It was reported "that while a vancomycin IV was being administered to a patient the IV controller separated at the "y" site. The dose of vancomycin ran out onto the floor and had to be re-ordered and re-administered. There was no patient injury."